Event description:
This report summarizes (B)(4) malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage or brakes cannot be engaged. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. (B)(4) devices were functionally/visually inspected in the field. The devices were repaired and returned to use. (B)(4) devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
The 5 devices that were pending evaluation were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. Section h codes have been updated to reflect this.

Event description:
This report summarizes 8 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage or brakes cannot be engaged. There was no patient involvement.